Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "nose irritation, respiratory tract irritation, dizziness and/ or headache, inflammatory response, bladder cancer, ear infection/inflammation, chronic sinus infection, heart failure, autoimmune disorders, sarcoidosis, reactive airway disease". No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.